Event description:
It was reported that during a coronary stenting treatment procedure, the stent was not fully deployed and stent embolization occurred. The vascular access site was the femoral artery. The target lesion was located in the calcified iliac artery. The veriflex liberte coronary stent 5.00x24mm was advanced to the target lesion and deployed. However, the physician felt the stent was not fully deployed because the vessel was much bigger than the stent diameter. The stent was found to be floating freely in the iliac artery. The stent was left in the pt at that time and the procedure was stopped. The pt condition was reported as fine. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.